Event description:
Distributor was informed on an explant report that the MFR's sense pace leads were replaced due to noise. There was no indication that the ICD did not perform to spec. To date, 9/19/96, the leads have not been returned to distributor and there was no indication whether the leads were explanted or capped.